Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was found with a scope in the esophagus and was recovered with a snare. The patient was not injured following the procedure.